Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml at 505.8 mcg/day) via an implantable pump for an unknown indication for use. It was reported for the past 5 to 6 months, the patient had some increased spasticity. The hcp stated the patient was very hard to assess due to a past medical history brain injury. There were no volume discrepancies at refills. Recently, they attempted to do a catheter access port (cap) dye study and were unable to aspirate any fluid from the cap. The hcp consulted a neurosurgeon, and it was suggested to decrease the dose by 10% and see how the patient responded. The patient was going to the clinic that afternoon. Further complications were not reported.